Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem and verify the error in the log files. The fse replaced the illuminator to resolve the reported problem. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site. The system was tested and verified as ready for use. No image or procedure video was provided for review. A review of the logs was performed by the fse when onsite. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic after the start of the procedure due to error 48245 and the illuminator not functioning. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed error 48245. A field service engineer advised to restart the system and reseat the lamp module; however, the error persisted. The illuminator led indicator was red and was unable to turn on the lamp. The surgeon made the decision to convert the procedure to laparoscopy and the procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: a2, a3, a5, d9, g3, g6, h2, and h3 analysis information can be found in fields h6 and h10. The illuminator unit has been returned and evaluated by the failure analysis (fa) team and the reported complaint was confirmed. This unit was returned without a lamp module, both fuses were good. When reviewing the remote error log, there were several errors: - 48245 means the illuminator lamp failed to ignite after several automatic attempts. After this error, ignite attempts stopped and the lamp remained off until the user tried to switch the lamp on again. Ignition failures indicated that the lamp module must be replaced or the ignition circuitry in the illuminator has failed. - 48244 means illuminator lamp failed to ignite indicating that the lamp module was nearing end of life or the ignition circuitry in the illuminator is failing. The illuminator was installed into a test system with the text fixture lamp module and the system started up without error. The illuminator turned on with a blue led indicator; however, when turning on the lamp light, the system failed with errors 48244, 48245. The light could not turn on and the led indicator on the illuminator turned red. Additional patient-related information was obtained from the customer. Refer to section a.